Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 due to low flow alarms, and that there was concern for kinking of the outflow graft. The patient also reported having had several lvad alarms starting 3 days prior. The patient reported having some chest pain described as sharp, left-sided, radiating to the left arm. The patient denied palpitations, lightheadedness, dizziness, and syncope. The patient had initially complained of chest pain and had multiple pi events noted on vad interrogation. Ramp echocardiogram found intermittent aortic valve opening at baseline speed (approximately every 6 beats). There was a reduction in left ventricle (lv) size with ramp protocol with minimal lv diameter of 4.48 cm at a speed of 5800 rpm. The frequency of aortic valve opening decreased during the ramp protocol. Vad speed was decreased to 5100 rpms. Cardiac CT angiogram (cta) found that the visualized portions of the inflow cannula and outflow graft of the lvad were patent without thrombus. Diuretics were held and IV fluid boluses were ordered to eliminate hypovolemia; however, this did not change the frequency of vad alarms. Afterload was reduced with increase in lisinopril dosage. CT surgery was consulted given previous concern of outflow graft kinking; however, upon review of patient's current cta, it was decided there was no significant kinking requiring surgical intervention. The patient's chest pain resolved and the patient¿s symptoms resolved.